Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) had been gradually rising since implant with measurements up to 170 ohms, which was high within normal limits. Technical services (ts) suggested x-rays and possible commanded shock test. It was noted that the patient had gained approximately 30 pounds since implant. No adverse patient effects were reported. Currently, this s-ICD system remains in service. Additional information was received which reported defibrillation threshold (dft) testing was performed and system impedances measured 177 ohms after a 10j shock was performed. However, they were unable to induce. The plan is to revise at a later date. At this time, the system remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned high system impedance measurements as well as patient felt itching at the implant site. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.